Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the customer noticed a gouge with metal showing on the thoracic grasper instrument main tube but was not sure if the missing fragment had fallen into the patient. The reporter indicated that the instrument and cannula were inspected prior to use with no damage noted. The instrument damage was reported to the surgeon during the procedure and no black insulation was found in the patient. No intra-operative tests (x-ray or ultrasound) were required to search for the missing fragment. There was no allegation of patient injury due to the reported issue.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, there is no evidence that the missing piece had fallen into the patient. However, this complaint is being reported due to the reported damage on the thoracic grasper instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.